Event description:
Customer reported being hospitalized due to high blood glucose levels. Customer was using the restromm every 20 minutes. Troubleshooting was performed and pump appeared to be functioning properly.